Event description:
(B)(6) clinical study. It was reported that during a stenting treatment procedure, vessel dissection occurred. In (B)(6) 2012, the patient presented due to unstable angina and was referred for cardiac catheterization. The first 90% stenosed, 28mm x 3.5mm, target lesion was located in the proximal left anterior descending artery (lad). The first target lesion was treated with pre-dilatation and placement of a 3.50 mm x 32 mm taxus element stent. Following post-dilatation, a dissection was noted and treated using a 2.50 mm x 8 mm taxus element stent with 0% residual stenosis. A second target lesion, located in the left atrioventricular groove, was treated with direct stent placement using a 3.00 mm x 24 mm taxus element stent with 0% residual stenosis. A third target lesion, located in the proximal right coronary artery was treated with direct stent placement using a proximally overlapping 3.00 mm x 12 mm and 3.00 mm x 20 mm taxus element stents, with 0% residual stenosis. The next day, the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).